Manufacturer narrative:
In response to FDA report number: mw5090647. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "sepsis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is infection (unknown onset). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side "sepsis". Patient additionally reported they ¿almost died¿, ¿brain fog. Ringing in ears¿, ¿insomnia¿, ¿dizziness¿, ¿dizzy.¿, ¿nausea¿ , ¿chronic fatigue¿, ¿joint pain¿, and ¿heart palpitations¿, unrelated to the device. Device remains implanted.